Event description:
It was reported that during a procedure to implant the superion indirect decompression spacer, the device fell apart while attempting to open and set it into place. The physician noted that no excessive tension was used on the spacer or too much force in the forward or backward movements. The implant was retrieved, and the patient did well post-operatively.

Manufacturer narrative:
Device analysis performed on the returned superion indirect decompression spacer revealed that the spindle cap was deformed and completely sheared off from the implant body. Damage to the device prevented functional testing; however, this damage to the spacer indicates the break was due to deployment against resistance and/or manipulation of the position of the device by shifting the inserter. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.

Manufacturer narrative:
Exact date unknown.

Event description:
It was reported that during a procedure to implant the superion indirect decompression spacer, the device fell apart while attempting to open and set it into place. The physician noted that no excessive tension was used on the spacer or too much force in the forward or backward movements. The implant was retrieved, and the patient did well post-operatively.